Event description:
Thirty minutes after dialysis treatment was initiated, the pt experienced wheezing and decreased oxygen saturation. Pt was then placed on competitor dialyzer with no further symptoms. The dialyzer and blood were discarded. Estimated blood loss was greater than 200 cc. This dialyzer was first use, and was not pre-processed.